Event description:
The customer reported a liquid spray leaking underneath the coulter lh 750 hematology analyzer. The volume of the leak was about 2 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a hole in the tubing at the differential mixing chamber. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).